Event description:
User reported a problem with the vavd, the setpoint is not hold and come back to 0. Spectrum employee went on site to test unit. The qvm does not hold the setpoint and show error 600.

Manufacturer narrative:
Report submitted following review of worldwide complaints determined this report was missed from reporting to the FDA. No patient health and safety impact or delays to surgeries.